Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Additional related observations: the instrument was found to have indentations at the yaw pulley near the damaged conductor wire. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Image review: "it appears that the conductor wire insulation is damaged and the metal wire is exposed, but the conductor wire still appears to be within the yaw pulley and not separated from it.''

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have damage of the conductor wire insulation with the wire exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no loss of cautery associated with the damage conductor cable during procedure. There were no signs of thermal damage at site of breakage and no arching observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure.